Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate, nor confirm the reported complaint. The instrument was placed, and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the instrument was found to have a loose grip cable at the proximal end. The clip test was performed and failed. The clip did not clip onto the rubber test tube. Additionally, the instrument was found to have a cracked input disk. The hairline crack was found on input shaft #7. This failure is most commonly caused by improper cleaning during reprocessing. A review of the instrument log (attached) for the large hem-o-lok clip applier (part#470230-12/n10190703 0210) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sl0066. The alleged event occurred on the 72nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a clip applier instrument incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an engagement issue with the large hem-o-lok clip applier. A similar instrument was used to continue with the case. The procedure was completed with no reported injury.